Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had an insulin pump error alarm, unresponsive buttons and a blank display. Customer stated the display was not blank for less than 30 seconds and did not return. Display did not return after restart. Customer stated the contacts on the battery cap were not missing or damaged. Battery compartment was not corroded or damaged. Insulin pump was not bumped or dropped or exposed to moisture. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed displacement test, sleep current measurement, active current measurement and self test. Pump error 53 alarm found in the insulin pump history due to software error. No blank display noted. The battery tube connector plugged in properly to electrical board 1 during visual inspection. All buttons functioning properly no damage on the keypad assembly and the connector on electrical board 1 was locked properly during visual inspection. Device passed the keypad voltage test.